Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02103. This report is being submitted as additional information. Approximate age of device ¿ 3 years, 9 months. The event occurred at (B)(6). The device was not explanted from the patient and therefore was not returned for evaluation. However, a portion of the external driveline was returned. Manufacturer's investigation conclusion: the pump was not explanted and therefore not returned for evaluation. However, a portion of the external driveline was returned. Analysis of the log file provided by the account confirmed the depletion of the 14v li-ion batteries; however, a specific cause for this event could not be determined through this evaluation. Evaluation of the log file extracted from the system controller revealed that the patient switched to fully charged batteries on (B)(6) 2017 at 7:40 pm. A low voltage advisory alarm was first captured on (B)(6) 2017 at 10:32 am, followed by a low battery hazard alarm, and a no external power event at 10:42 am. The system continued operation on the internal backup battery until it fully depleted. Pump function resumed when fully charged batteries were connected to the system at an unknown point in time. An approximately 20.5 inch segment of driveline was returned for evaluation. Examination of the driveline found some shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient was away from home and likely did not have extra external batteries. The patient had been on the batteries in use for approximately 15 hours when the power became depleted and the pump stopped. The patient collapsed at work and was found unconscious. The paramedic on the scene resuscitated the patient and connected the system controller to fresh batteries. The patient did not survive and passed away a few hours later at the hospital. The system controller log file reviewed by the distributor¿s representative showed that from 19:40 on (B)(6) 2017, the patient used the same batteries until the event. No battery or power replacement was seen from 19:40 until the next day at 10:32 when the low voltage advisory alarm started. No additional information was provided.